Manufacturer narrative:
Additional product code: hbe, dzi. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available f.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the doctor needed drill bit which broke during the procedure. Fragments were recovered and later the surgeon decided to use another drill bit which also broke. The fragments were not able to be recovered and remained in the patient. This report is for one (1) matrix 1.1mm drill bit j-latch/8mm stop/44.5mm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint is being confirmed for the drill bit ø1.1 w/stop l44.5/8 (part# 03.503.288, lot# u318446). A definitive root cause could not be identified for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.503.288. Synthes lot # u318446. Supplier lot # (B)(4). Release to warehouse date: 09 aug 2018. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : h6: a device history record (DHR) review was conducted: part # 03.503.288 synthes lot # u318446 supplier lot # (B)(4) release to warehouse date: 09 aug 2018 supplier: (B)(4) no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.